Event description:
A customer obtained unexpected negative results on the antibody identification panel (crrid) for a sample tested on the galileo instrument (B)(4).

Manufacturer narrative:
Result image files from the galileo were reviewed by an immucor technical support specialist. Visually the sample appeared to be showing weak positive reactivity in wells c1, e1, h1 and b2 (all e positive cells). Unable to rule out that sample may be displaying a weak reacting antibody. No additional testing has been provided by the customer. The instrument is operating as expected.